Event description:
The patient was hospitalized three days after treatment with two cypher stents with an acute myocardial infarction. Thrombus was also found in the implanted stents.

Manufacturer narrative:
This patient presented for emergency treatment due to acute extensive anterior wall myocardial infarction and 2-vessel disease was found. After the pt was stabilized, percutaneous coronary intervention (pci) was performed on de novo lesions in the left anterior descending artery and in the circumflex when two non-overlapping stents were deployed. Lesion and vessel characteristics are not currently known. Intravascular ultrasound (ivus) was not used. Reopro was administered during the procedure. Pre-procedure medications included ecosprin 325 milligrams (mg), astin az, cardace 2.5mg/day, metolar 50 mg (twice daily), lasix 40mg/morning and 20mg/evening, rantac 150mg twice daily, zomet sr 500 mg twice daily and anxicalm 0.25mg. Post-procedure medications included stromix 75 mg. Three days later, the pt returned with an acute anterior wall infarction, actue left ventricle ventilated, acute pulmonary edema and thrombus was confirmed within the implanted cypher stents. Thrombolytic therapy with urokinase was done and emergency percutaneous coronary angioplasty (ptca) was done with a 2.5x13mm coroflex bare metal stent (bms) with pulmonary artery line insertion done on the following day. One day later, the pt was extubated and was in stable condition at discharge. Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug-eluting stents. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of two products associated with the same event that were submitted under the following manufacturing numbers 9616099-2007-00467.